Manufacturer narrative:
There may be cases when a transcatheter intervention is indicated or performed. Although there are multiple root causes, valves are typically treated because they are not functioning optimally. A valve-in-valve procedure carries significant risk. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 29mm mitral valve is being evaluated for a valve-in-valve procedure after an implant duration of 8 years, 1 month due to unknown reasons.

Manufacturer narrative:
H10: additional narratives: updated d4, h4, and h6 per new information received. Based on the information available, a definitive root cause cannot be conclusively determined. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional narratives: updated b5 and h6 per new information received.

Event description:
It was reported that a patient with a 29mm mitral valve underwent a valve-in-valve procedure after an implant duration of 8 years, 1 month due to unknown reasons. A 29mm transcatheter valve was implanted without incidents.